Event description:
Patient representative reported cyst, hysiological radial folds, liquid lamina peri-implant, . Device remains implanted.

Manufacturer narrative:
Two serial numbers reported to unknown side. Sn (B)(6) and sn (B)(6).

Event description:
Healthcare professional reported cyst, physiological radial folds, and liquid lamina peri-implant. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.